Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had a blank display. The customer¿s blood glucose level was 400 mg/dl. The customer states his pump doesn't work. The customer states the display did return. The customer performed self test and it did pass. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.